Event description:
It was reported that, during a ureteroscopy procedure for stones in the ureter, the first fiber used got burned; due to this, the procedure was completed using another fiber. Upon device return, product analysis confirmed there was a fracture within the fiber connector. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis found that the exposed tip was degraded. The fiber body measured 309.3 cm and the fiber tip measured 5mm. Additionally, there was no light exiting the sub miniature a (sma) connector indicating a fracture within the fiber connector. There were also burn marks on the connector face. It is likely that the fiber connector developed a microfracture with use or handling of the fiber, can become larger resulting in an insufficient aiming beam and low laser energy output. This likely caused or contributed to the reported clinical observations. Based on analysis results, the reported burned fiber event was confirmed and a conclusion code of cause traced to component failure was assigned to this investigation.